Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 689 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally, the customer was using their cartridge and infusion set outside of labeling usage. Tandem technical support educated the customer on labeling recommendations.